Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a pocket infection. Despite local washout of the pocket and antibiotic treatment, persistent positive bacteremia was observed. Cultures were taken and the organism was identified as (B)(6). The patient's implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.